Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon noted a 13.2mm vicm5_ 13.2 implantable collamer lens of diopter -11.00 tore/broke before loading on 14/dec/2023. The damage was noted while removing it from the vial. The lens was not implanted. On (B)(6) 2023 a backup lens was implanted into the patient's left eye (os) and the problem was resolved. The cause of the event is unknown. H6- health effect- impact code (f): "4627" should be removed and "2199" should be added. H6- health device problem code (f): "2993" should be removed and "3189" should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens of diopter -11.00 into the patient's left eye (os). Reportedly "the lens broke" and "the lenses have been explanted". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim #: (B)(4).